Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported on an unknown date CT identified that the topstent of the main body has become disconnected and the proximal part of the main body had migrated downwards. It was observed that the covered part of the main body was directly connected to the vessel but directly infrarenal, an increase of neck diameter (36mm) was noted due to the migration of the stent graft. The physician implanted heli-fx endoanchors to stabilise the graft to the aorta. The physician had planned to use a cuff however due to the increase in the infrarenal neck diameter it was decided not to implant the cuff at this time. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the suprarenal stent severance from the bifurcate main body and resulting stent graft migration could not be determined from the returned images. Pre-implant anatomy is unknown, the implant date is unknown, and images during implant were also not provided. The earliest returned CT¿s from 2010 revealed that an endurant stent graft system had been implanted in the patient, and the bifurcate was positioned 5 ¿ 10mm below the left renal artery. The proximal neck diameter just below the lowest left renal measured ~32mm and the aaa max diameter measured ~41mm with no obvious observed endoleak. Serial non-contrast CT surveillance over the next 4 ¿ 6 years noted proximal neck disease progression; neck dilatation. The aortic diameter just below the sma increased from 25 ¿ 29mm, the diameter just below the lowest left renal had increased from 32 - 36mm, and the bifurcate proximal od increased from 34 ¿ 37 mm; was most likely fully expanded. The returned non-contrast CT¿s from ~6+ years after the initially returned images also revealed that the suprarenal stent had partially detached from the bifurcate proximal fabric. Three (3) of the six (6) distal apices of the suprarenal stent along the posterior to lateral-right side of the aorta were found separated from the bifurcate up to a maximum of 10mm, with a resulting distal migration of the right ¿ posterior side of the bifurcate fabric. The intact anterior ¿ left side of the proximal bifurcate appeared in approximate same position just below the left renal. The most recently returned CT¿s from ~7+ years after the initially returned images (> 7 year post-implant duration), revealed that the suprarenal stent had now completely detached from the bifurcate proximal fabric. All six (6) of the distal apices of the suprarenal stent were found to have separated from the bifurcate (between ~10 ¿ 25mm) with a resulting distal migration of the bifurcate proximal fabric. The proximal portion of the suprarenal stents appeared well opposed to the aortic wall, and no obvious bifurcate stent fractures were observed. The aaa max diameter measured ~40mm; however, no clear endoleak was confirmed. The exact cause of the stent detachment could not be determined. No clear suprarenal or aortic body stent fractures were observed, and it appeared more likely that the bifurcate proximal fabric and/or the sutures attaching suprarenal stents to the bifurcate had failed. It is likely that there has been disease progression (neck dilatation), and therefore lack of stent graft proximal neck radial support may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, leading to eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. If information is provided in the future, a supplemental report will be issued.